Event description:
The user reported that the device developed a clot that inhibited the flow rate. This was discovered when the dialysis machine alarmed. The catheter was replaced. The user did not provide a lot number. No pt harm or injury was reported.

Manufacturer narrative:
One device was received for eval. The device was visually inspected. Clotted blood was observed in the arterial lumen. The complaint was confirmed. No root cause was determined. Since the lot number was not provided, the device history record and complaint database could not be reviewed.